Event description:
It was reported that during a da vinci si hysterectomy procedure, the patient's sigmoid colon was cauterized as it was being retracted with the pk dissecting forceps instrument. The surgeon's intent was to apply cautery energy to a monopolar curved scissors (mcs) instrument also being used during the procedure; however, he erroneously applied cautery energy to the pk dissecting forceps instrument. The affected area was over-sewn to repair damage to the patient's sigmoid colon. The planned surgical procedure was completed and there were no post operative complications experienced by the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was not returned for evaluation; however, based on the information provided, it was determined that the da vinci si surgical system, instruments or accessories did not malfunction. It was determined that the surgeon inadvertently applied cautery energy to the incorrect instrument.